Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure using the subject device in combination with the video processor cv-190 (patient was not under anesthesia), it was found that the display on the screen of the subject device disappeared approximately two minutes after power up. The user completed the intended procedure using the subject device.there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, and also found that the display on the screen of the subject device became black out occasionally due to the failure of the printed circuit board. Olympus china replaced this printed circuit board to new one. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.